Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a turbinate surgery, the power of the wand was not adequate. The procedure could not be completed. No back-up was reported. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6 the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection observed that the units lid is damaged, the bezel is damaged, the warranty seal is broken, and the chassis is damaged. Functional evaluation revealed that the controller functioned as intended. All ablation and coagulation output voltages fell within specified ranges. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.

Manufacturer narrative:
H10 h3,h6: the device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported device cannot be performed as the lot number is incorrect and does not relate to a wand. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Without the reported product a fully visual evaluation and functional cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: not having sufficient saline in order to facilitate the formation of plasma, inadequate suction, device reaching its end of life, or not having the wand or foot control connector fully inserted into the controller display. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or foot control which were not returned for evaluation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a turbinate surgery, the power of the controller was not adequate, it had an erratic performance. The procedure could not be completed. No back-up was reported. No patient injury or other complications were reported.